Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk (B)(4). No device was received for analysis.

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation ablation procedure using a lasso 2515 nav eco variable catheter, the lasso loop became tied in a knot and the physician was unable to pull the lasso catheter through the st jude (OEM ) sl1 sheath to withdraw it, so both the sheath and the lasso catheter were withdrawn together. No visible damage was reported nor were any wires or internal components reported to be exposed. Due to the potential risk to patient presented by a lasso catheter loop that becomes knotted, this event is MDR reportable. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt, and it was found that the catheter loop was in a knot. Upon request for additional information, bwi was informed that the patient¿s left atrium seemed very small to the physician, and it was reported that there was very little room to maneuver the lasso catheter. This maneuvering might have contributed to the catheter¿s loop condition. Per the catheter condition, the device was evaluated for eeprom, and sensor functionality on the carto system. The catheter was recognized by the carto 3 system, no error messages were displayed, and eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was then evaluated for electrical resistance and current leakage; it failed on electrode # 7. Further examination revealed that electrode #7 was not visualized and failed during electrical test because it was located inside the catheter loop¿s knot. The mechanical operation of the catheter was tested and the catheter was able to be contracted and deflected. The customer complaint has been verified. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. To avoid potential damage to anatomical structures, do not attempt to pull the catheter, or withdraw it into the sheath. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an atrial fibrillation ablation procedure using a lasso 2515 nav eco variable catheter, the lasso loop became tied in a knot during use in the left atrium. The physician was unable to pull the lasso catheter through the st jude (OEM) sl1 sheath to withdraw it, so both the sheath and the lasso catheter were withdrawn together. No visible damage was reported nor were any wires or internal components reported to be exposed. Due to the potential risk to patient presented by a lasso catheter loop that becomes knotted, this event is MDR reportable. The device has not yet been returned to bwi for analysis.